Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the device. The insulin pump was tested with a test keypad and no frozen display was noted. It was also received with a cracked case at the display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the display froze while trying to deliver a bolus. Blood glucose value was 166 mg/dl. The customer stated the insulin pump could have been exposed to sweat. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.